Event description:
A surgeon reports that following intraocular lens (iol) implant surgery, a patient reported decreased vision. Upon examination, the surgeon noted brown glistenings and an oily appearance on the lens.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot. Additional information was requested 09/24/2007 by fax and mail. Additional information was received 09/26/2007 by fax.